Event description:
It was reported that a reconstitution device leaked intravenous (IV) fluid during reconstitution. Reportedly, the leakage occurs at the connection between the reconstitution device and and the IV vial when trying to transfer the activated solution back into the IV bag. It was further reported that the fluid would leak onto the operator's hands. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.